Event description:
It was reported by a patient's mother that the pt suffered from chronic heart burn since vns implant in 2002 which required the prescription of zantac. Good faith attempts to obtain additional info from the patient's treating epileptologist have been unsuccessful to date.